Event description:
It is reported that during reverse total shoulder arthroplasty, while inserting the steinmann pins into the cutting guide, one of the pins broke and became jammed in the pin driver. The pin was able to be removed with pliers. No adverse events were reported as a result of this malfunction. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
Reported event was able to be confirmed. The vanguard drill is returned for evaluation. As returned the release drill contained a broken piece of pin and could not be disassembled. Therefore fracture analysis could not be performed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard quick-release short drill chuck part #: 32-486259 lot #: 2303502. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during reverse total shoulder arthroplasty, while inserting the steinmann pins into the cutting guide, one of the pins broke and became jammed in the pin driver. No adverse events were reported as a result of this malfunction. Attempts have been made to retrieve additional information, but no further information is available at this time.